Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the inserter jammed and wouldn't release from the stem during the procedure. Per complaint details, a mallet was used to remove the inserter from the stem. The procedure was completed with the same device, with a delay of less than 30 minutes. Additional information has been requested, but to date it has not been provided. No patient injury, or other complications were reported. Based on the limited information provided, no further medical assessment is warranted at this time. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during procedure thr, the inserter jammed and would not release from the stem. The surgeon used a mallet to unstick the inserter. The procedure had a delay between 0-30 min. The surgery was completed with the same device. No patient injury or other complications were reported. The patient's health is fine. The surgeon does not blame the device. The surgeon was satisfied with the surgical outcome.

Manufacturer narrative:
New information (B)(6)2020) updated b5: description.

Event description:
It was reported that during procedure thr, the inserter jammed and would not release from the stem. The surgeon used a mallet to unstick the inserter. The procedure had a delay between 0-30 min. The surgery was completed with the same device. No patient harm was reported.